Event description:
It is reported that the patient faced adhesive issue on (B)(6) 2026 as tape became unstuck while swimming.

Manufacturer narrative:
E1 : patient city : (B)(6).patient country : spain.establishment name: (B)(6).street: (B)(6).city: (B)(6).state, province or territory: (B)(6).country: united states of america.post office or zip code: (B)(6).based on the available information, this event is deemed to be a reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545.manufacturing site: 8021545.